Event description:
It was reported to boston scientific corporation that a 105cm two-port through the peg jejunal feeding tube ( j-tube) was being used for the purpose of administering medication for advanced stage parkinson's disease. The device was inserted on (B) (6) 2009 and it was reported on (B) (6) 2009 that the peg had migrated causing the jejunal access port to be impossible to infuse the medication. A rectoscopy was performed and an unknown abdominal medication was administered. Another manufacture's device was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fairly good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4). Medication, retroscopy, performance the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).